Event description:
During clinical use the infusion pump was displaying 624 ml being delivered, even though only a 500 ml solution container was hung. The reporter felt the infusion pump was underdelivering and that the amount of medication (13ml) and the possible solution overfill (65 ml) would not account for this. The infusion rate was not reported. No patient injury resulted.